Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) female patient underwent an initial left tha on (B)(6) 2013. The patient is suffering from persistent pain. No revision is planned, just an operation on the tenden took place. Only biolox delta head is covered in the complaint at hand. Other components of the tha are reported in (B)(4) split case cmp(B)(4).. Review of received data: - x-rays dated (B)(4) 2013 , (B)(4) 2014 , (B)(6) 2016 were received for review. No signs of loosening. No problems related to the ceramic head is visible in the x-rays. In sagittal plane, the x-rays present the well positioned components. - primary surgical report dated (B)(6) 2013: lateral approach preferred. Maxera (zimmer) 54/44 cup positioned. It fits well tight. Ml taper stem and biolox head size 44 positioned. Good stability of stem, no impingement. No abnormalities observed. No product was returned to zimmer biomet for in-depth analysis as the the device is still implanted. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in the appropriate dfmea of the device. Conclusion summary received x-rays and the surgical report do not hint to any possible cause of the reported pain which might be related to the biolox option head. The review of the DHR indicates that the head met all requirements to perform as intended. The patient has a bmi=(B)(4) which is classified as obesity. However, it is not known whether the high bmi of the patient has an influence on the observed pain. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp(B)(4).. Note: this is a split case with devices manufactured by zimmer inc., case number case(B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, s, 44/-3.0, taper 12/14 on (B)(6) 2013. The patient is currently suffering from persistent pain.